Manufacturer narrative:
Additional manufacturer narrative: initial reporter states that it appears from the event log that the pt's caregiver did not allow the pump to completely run through the program prior to stopping the infusion, when the infusion was restarted it went into a kvo. The child then did not receive the prescribed rate. Initial reporter states that training is done by the nursing personnel at the facility prior to discharge home. Eval summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed; no anomalies were found. No operational or functional failure was detected and the product was within spec.